Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, an issue related to the flow sensor assembly was observed. The flow sensor assembly was replaced to address the issue. The device had evidence of physical damage.